Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer advised they had air bubbles inside of the tubing. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer was advised to change out their set and reservoir.